Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure, the subject guidewire perforates vessel internal carotid c5 segment (ic-c5) during microcatheter delivery during the flow diverter procedure of unruptured aneurysm. Although the bleeding was not stopped, since no regurgitation of blood flow was observed and the patient was stable, the procedure was continued without replacing any devices, the stent was placed without any problems, and the procedure was completed. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure. Flush was given inside the mc at the time when the gw was inserted, there was no resistance noted when the gw was taken out of the dispenser hoop, the guidewire was shaped at 45 degrees, there was no friction felt in the hub, and the introducer sheath was used when inserting the guidewire. The tortuosity of the patient's anatomy was severely tortuous. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this event of 'patient vessel perforation'.

Event description:
It was reported that during the flow diverter procedure of unruptured aneurysm, the subject guidewire perforated vessel (ic-c5) during microcatheter delivery. Although the bleeding was not stopped, since no regurgitation of blood flow was observed and the patient was stable, the procedure was continued without replacing any devices, the stent was placed without any problems, and the procedure was completed.

Event description:
It was reported that during the flow diverter procedure of unruptured aneurysm, the subject guidewire perforated vessel (ic-c5) during microcatheter delivery. Although the bleeding was not stopped, since no regurgitation of blood flow was observed and the patient was stable, the procedure was continued without replacing any devices, the stent was placed without any problems, and the procedure was completed.